Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Customer reinserted the needle and was able to fill the cartridge successfully resolving the issue. Customer's blood glucose level was 230 mg/dl.